Manufacturer narrative:
On 22 sep 15 it was further added that: tibial component and insert explanted, femur not revised. During the revision the knee was found to be in varus and no cement on the tibial plateau was found. On 25 sept 15 it was communicated that the explants were sent to sonication and would have not be returned to csp, as the lab would have destroyed them. On 02 oct 2015 the patient matched department reviewed the case: all the planning was found to be correct, no anomaly was pointed out. Moreover, they overlapped the 3d bone model of the tibia cut and the femur cut and the x-ray provided and it was found that the tibial tray had been implanted in about 1° of varus respect the planning. Batch review performed on 16 october 2015: lot 124368: (B)(4) items manufactured and released on 17 december 2012. Expiration date: 2017-10-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported issue. On 19 oct 2015 the medical affairs director made the following evaluation: aseptic loosening of cemented tibial component 2 years after implantation. Reportedly, no cement was found on the lower side of tibial plateau. This may indicate a problem occurred during cementation (e.g. Metal component was at low temperature and cement cured away from the implant). From the supplied xrays alignment seems to be suboptimal, including flexion of femoral component: this may have been due to particular patient situation which is not detectable from xrays. The root cause of this loosening cannot be determined with certainty. On 20 october 2015 a final report was prepared with the information collected and listed above. On the same day it was sent to the initial reporter and the case was closed.

Event description:
Revision due to aspetic loosening of the tibia.